Manufacturer narrative:
Device evaluated by the manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the distal shaft is separated at the collar. There are multiple kinks along the hypotube. The exit notch is damaged. Microscopic inspection revealed damaged tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the distal shaft is separated.

Event description:
It was reported that the device ruptured. The ulcerated target lesion was located in the severely angulated proximal circumflex artery (cx). A 145 guidezilla guide extension catheter was selected for use. During the procedure, this device was use due to the angulation of the lesion and allowed ultrasound to perform. Subsequenlty, the catheter was removed due to the large vessel diameter and there is a need to introduce a high profile stent. However, the guidezilla ruptured upon removal. No patient complications were reported.

Event description:
It was reported that the device ruptured. The ulcerated target lesion was located in the severely angulated proximal circumflex artery (cx). A 145 guidezilla guide extension catheter was selected for use. During the procedure, this device was use due to the angulation of the lesion and allowed ultrasound to perform. Subsequently, the catheter was removed due to the large vessel diameter and there is a need to introduce a high profile stent. However, the guidezilla ruptured upon removal. No patient complications were reported.